Event description:
Reportable based on analysis completed on 14-apr-2015. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via right radial artery. The de novo, diffuse target lesion was located in the mildly calcified proximal to distal right coronary artery (rca). A 6f non-bsc guide catheter was engaged in the rca. Subsequently, a non-bsc guide wire was crossed the lesion and serial pre-dilatations was performed with a 1.25x10mm, 2x9mm,15 and 2.50x15mm balloon catheters. A 2.75mmx32mm liberté¿ stent was advanced to treat the lesion; however, the device failed to cross the lesion and shaft kink was noted during negotiation. The physician removed the device from the patient and serial pre-dilatations were performed with a 2.5x15mm balloon catheter. The procedure was completed with implantation of 2.75x28mm liberté¿ stent. Patient was under observation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
(B)(4). Returned product consisted of a liberte sds with stent in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination revealed that the distal tip was damaged. Microscopic examination and tactile inspection presented no damage or irregularities in the inner and outer shafts of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. Inspection of the hypotube also revealed a complete hypotube separation 23cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).